Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission (B)(6)-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: on investigation, all keypad buttons demonstrated normal response when tested. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the keypad button contacts or any of the interior pump components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.